Manufacturer narrative:
D9, h3 and h6: annex b, annex c, annex d annex g have been amended. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bmf), as well as the associated device data and a provided image. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or on the drive cables. Part of the white plastic pulley was damaged. The cable that manipulates the jaws was displaced on the side with the damaged pulley. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the associated device logs indicated instances of a difference in commanded and actual jaw angles was triggered, which can occur as an after effect of a puck dislocation. However, the logs do not directly log the state of the puck and pulley assembly. The use life of the bipolar fenestrated grasper was five hundred and five minutes with a use count of seven, at the time of the error. One image was received for evaluation. The image depicted the distal end of a bipolar fenestrated grasper. The blue energy cable was bulging slightly, but no issues were observed with the cable that manipulates the jaws. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The most likely cause was traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a robotic laparoscopic rectopexy procedure, during closure of the peritoneum, the bipolar fenestrated grasper (bfg) broke. The jaws of the bipolar instrument first opened completely and then suddenly articulated fully to one side without control, and the instrument was unable to grasp tissue. The instrument was removed following the broken instrument procedure, taking it out along with the trocar. Another bipolar fenestrated grasper was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a robotic laparoscopic rectopexy procedure, during closure of the peritoneum, the bipolar fenestrated grasper (bfg) broke. The jaws of the bipolar instrument first opened completely and then suddenly articulated fully to one side without control, and the instrument was unable to grasp tissue. The instrument was removed following the broken instrument procedure, taking it out along with the trocar. Another bipolar fenestrated grasper was used to resolve the issue. There was no patient injury.